Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise on the non-boston scientific right atrial (ra) lead. Technical services (ts) suspected the noise was due to the age of the lead. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the noise was oversensed. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service.